Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high magnesium (mg) results for 25 patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. There was no report of patient treatment being impacted by the erroneously high mg results. The customer reported that quality control results for mg were within their established ranges prior to the event. The customer reported that an error message of 10 cuvette out-of-limits and an observed leak from the reagent probes prompted the customer to review the analyzer results. The mg results were questioned because, they were above the mg reference range for the laboratory. A field service engineer was dispatched to the customer's site. The fse discovered a faulty float switch in the wash solution canister. The canister had run dry and was never refilled while the analyzer had continued to operate. This caused the cuvette out-of-limit errors and also allowed air into the reagent lines which caused the remaining liquid in the probes to leak out. The fse replaced the float switch which corrected the problem. A 20 point precision run for mg was performed with results within the precision claim for the mg assay. Quality control results for mg were within the laboratory's established ranges.